Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients midline incision site was not healing properly. The physician believed that it was not device or procedure related.

Event description:
It was reported that the patients midline incision site was not healing properly. The physician believed that it was not device or procedure related. Additional information was received that the patient had an infection. The physician was able to clean out the infection and prevent an explant procedure. The patient was doing well.